Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism using an indigo system aspiration catheter 12 (cat12). It was reported the patient was elderly and had very diseased vessels. Near the end of the procedure, a vascular injury occurred resulting in the patient to cough up blood. The patient became unstable and expired despite resuscitation efforts.